Manufacturer narrative:
The device was received with a critical pump error (open book image) alarm and unable to download due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify pump error 35 alarm due to critical pump error (open book image) alarm. Moisture damage was also found on the force sensor and motor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error alarm. The customer's blood glucose was unknown. The customer was assisted in clearing the alarm. The customer stated that the insulin pump got wet. The troubleshooting was performed. The customer was advised that the insulin pump requires replacement, discontinue use of the insulin pump and revert to revert to backup plan. The insulin pump will be returned for analysis.